Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 570 mg/dl which was treated with manual injection. Customer's current blood glucose level was 252 mg/dl. Customer stated that bolus wizard was turned off from 5 days. Customer declined to troubleshoot for high blood glucose. Customer did not reported any symptoms related to their high blood glucose level. The automode feature was unknown. The insulin pump will not be returned for analysis.